Event description:
The customer reported that the device jaws could no longer open. The jaws were forced open resulting in oozing under 200cc. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.